Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information from the customer. Primary operative notes provided state that there were no intra-operative complications. No devices or photos were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2018. Therapy date: unknown date in (B)(6) 2018. Concomitant medical products: vanguard ps femoral, catalog #: 183104, lot #: j3642784, vanguard ps tibial bearing, catalog #: 183642, lot #: 081060, series a patella, catalog #: 184784, lot #: 503700, palacos rg, catalog #: 00111314001, lot #: 86004593. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10921, 0001825034-2018-10922. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient underwent a procedure to remove scar tissue and experienced inflammation, swelling, and warm to the touch. Patient alleges possible metal allergy and will undergo further testing.